Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed button error. The patient's blood glucose at the time of incident was 6.0 mmol/l. No further details were provided. The insulin pump will be returned and replaced.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump passed displacement test and self test.